Event description:
It was reported that the pump battery was depleting quickly. The customer's blood glucose level displayed as high on the continuous glucose monitor (cgm). Cause was not known. Customer administered a correction injection via mdi to address high bg. Customer declined troubleshooting. No additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.